Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporter's name and establishment contact information unknown/not provided.

Event description:
The report submitted from the customer did not describe the complaint event. There is no allegation of a device malfunction. This event is being reportable due to the need to surgically remove an implant from tooth site 20. No customer information was provided. Therefore, a follow-up could not be completed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified wear and debris from use about the implant threads. The product matched print specifications where measured against drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report d4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.